Manufacturer narrative:
Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of an unspecified personal injury. Impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted during a laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, colposuspension, midurethral sling, and cystoscopy procedure performed on (B)(6) 2008, for the treatment of stress urinary incontinence and menorrhagia. Throughout the procedure, there were no complications. Furthermore, the patient was awoken from general anesthesia and transported alert and awake in the recovery room. As reported by the patient's attorney, the patient has experienced an unspecified injury.